Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in the mid left anterior descending artery. The 3.5 x 20mm promus element plus mr stent delivery system (sds) was advanced through a non bsc guide catheter with excessive force, and the stent dislodged inside the guide catheter. The guide catheter and the sds were removed together. The procedure was completed with another 3.5 x 20mm promus element plus mr stent. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in the mid left anterior descending artery. The 3.5 x 20 mm promus element plus mr stent delivery system (sds) was advanced through a non bsc guide catheter with excessive force, and the stent dislodged inside the guide catheter. The guide catheter and the sds were removed together. The procedure was completed with another 3.5 x 20 mm promus element plus mr stent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a promus element plus stent delivery system (sds) with no original packaging or other devices. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. The stent was not returned for product analysis; it was confirmed to be disposed. There was a kink 14.5cm from the distal tip. The inner shaft was bunched 5.75cm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported event or the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).